Event description:
A malfunction was reported by the caller involving a pump. There was no known impact on the customer¿s blood glucose level, as the caller declined to provide more information on this aspect. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, acknowledging the instructions received.